Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On february 04, 2016, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient reported that on (B)(6) 2016 at approximately 4:19pm she developed symptom of feeling ¿shaky¿; symptom she associated with low blood glucose. In response to the symptom, the patient claimed she tested her blood glucose with the subject meter about 15 minutes later and obtained an alleged inaccurate high result of ¿5.3 mmol/l¿. The patient denied taking any action in regards to her usual diabetes management regimen due to the elevated result. The patient stated that 20 minutes later she still felt ¿shaky¿. The patient claimed she tested her blood glucose again with the subject meter and this time obtained a ¿lower reading; more credible¿. The patient reported treating herself with ¿candy¿ in response. The patient denied that her blood glucose was tested on any other device. During the follow-up call, the patient stated she usually tests her blood glucose 4-6 times a day; before and after each meal and prior to bedtime. The patient stated her usual blood glucose range is between ¿5.0-10.0 mmol/l¿ and that she normally begins to feel symptomatic for hypoglycemia when her blood glucose falls to ¿below 5.0 mmol/l¿. The patient informed the csr that she manages her diabetes with oral medication (invokana once daily in the morning) and insulin (novorapid three times daily with each meal; lantus before bed). Prior to the onset of symptoms, the patient claimed she had last tested with the subject meter a few hours earlier that day at lunchtime, but was unable to recall the result obtained. The patient stated that the result had been within her normal range and that she had taken her usual dose of 26 units ofnovorapid insulin in response; the patient confirmed that no adjustments had been made to her usual dose. During the follow-up call, the patient attributed the onset of the symptoms to possibly having had less to eat earlier that day but could not recall specifically. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia while using the product. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.